Event description:
An ICU nurse incurred a needle stick about 18-months ago while trying to engage the safety sheath feature on a syringe needle that had been used on an hiv-positive patient. Based on reported information, the user did not engage the needle guard by pressing against a flat surface per the instructions-for-use. Additional training has been provided for this facility. Although prophylactic medical treatment is presumed to have been administered as a precautionary measure, this could not be confirmed. No additional specific info is available.